Manufacturer narrative:
(B) (4). Eval summary: analysis of the returned product noted blood on the shaft and in the guide wire lumen. There was contrast in the inflation lumen and crystallized contrast on the stent implant and in the balloon tapers. The stent implant was stationary between the markers of the tightly folded balloon with no damage noted. This is consistent with handling and preparation for use and the reported info that the sds was inserted into the pt's anatomy but the balloon was not inflated and the stent was not deployed. Analysis also noted a kink in the hypotube. This damage was not originally reported and is likely from the procedural attempts to cross the target lesion and/or from handling of the product during packaging for shipment back to abbott vascular for analysis. This damage does not appear to have contributed to the reported complaint. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Analysis of the returned product did not note any kinks or damage to the inner member and the tip length and stent implant outer diameters were measured, which met mfg criteria. Reportedly, the target lesion was tortuous and calcified, which likely contributed to the reported failure to advance. It was reported that a dissection, ischemia and death occurred. It should be noted that the promus instructions for use (IFU) lists these pt effects as known adverse events and the risk assessment lists these as no fault complications. In this case, it is possible that the dissection contributed to the ischemia which resulted in death; however, a conclusive cause for the pt effects and their relationship to the product or procedure cannot be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of product quality deficiency. In this case, the reported failure to advance and noted hypotube kink appear to be related to the operational context of the procedure.

Event description:
Adverse event: dissection/ischemia/death. Time of adverse event: during the procedure. Device issue: failure to cross. Time of device issue: during the procedure. It was reported that after pre-dilatation in the tortuous and calcified left ascending artery, a 3.0 x 12 mm promus stent system was advanced but could not cross the lesion. During the attempted advancement, the distal stent edge caused a dissection and slow flow. No stent was able to advance beyond the dissection; therefore, the dissection and slow flow were treated with balloon dilatations, intra coronary platelet inhibitors, and vasodilators with only partial resolution. The patient expired. Although requested, cause and date of death has not been provided. (B) (4)